Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use. .

Event description:
The customer reported that both monitors went blank and it only happened once. There were no pts involved with this case. Also, the system was not fluoroing.